Event description:
Smoke evacuation pencil container seal is not able to be opened without contaminating the item inside due to package not sealing when you pull the paper cover off. Manufacturer response for valleylab smoke evacuation pencil container, valleylab smoke evacuation pencil container (per site reporter). Manufacturer is providing 100% reimbursement for the defect packaging.